Event description:
New information on (B)(6) 2014 indicates the lead continues to exhibit noise. The physician has decided to take no action.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise could be replicated with pocket manipulation. The patients medical condition was good.